Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility found a loose cable on the tenaculum forceps instrument. No missing or fallen pieces were reported. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a broken pitch down cable at the distal clevis hub. A couple strands were broken further down near the hypotube. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Additional observation not reported by the customer was a broken luer plate in the instrument's housing (proximal end of the instrument). One side of the primary flush port was broken. The flush tube dislodged from the luer plate as a result of breakage. The external wall of luer plate exhibited hairline cracking. No other damage found. Evidence not conclusive, but broken luer plate damage may be due to improper cleaning. The cleaning and sterilization user manual specifically states: o when scrubbing the tip of  cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint and luer plate damage found during failure analysis do not itself constitute a reportable event; however, if the damaged cable, if to reoccur, could cause or contribute to an adverse event.